Event description:
It was reported that an ilet pump with serial number a148968 displayed repeated "unable to proceed" alerts during rewinding, including when no supplies were loaded, and the user was instructed to remove old supplies and attempt the rewind again; a replacement device was arranged, and the user was advised on shutdown steps and data handling. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health, with continued use of cgm via dexcom app or receiver advised. Investigation included customer service troubleshooting and user education. Investigation of this case revealed a device malfunction related to pump rewind and alert behavior that could not be resolved remotely. It was concluded that a replacement device was warranted and the original device should be returned within one week using a provided shipping label, with the user informed that device data would not transfer and that a new startup would be required.